Event description:
The customer reported that the unit kept fluoroing after the xray button had been released.

Manufacturer narrative:
The ge svc rep evaluated the unit and could not duplicate the failure. He pulled the tar file and config files and sent for eval. He reloaded all software and calibration files as a proactive measure. He verified proper operation of the sys and returned unit to svc.